Event description:
The customer reported 2 false positive results with the ID now covid-19 assay test for two patients performed on (B)(6) 2023. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay test performed on (B)(6) 2023. Pcr confirmation testing was performed (platform: unknown) generated a negative result (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting. Section b3 and b5.

Event description:
The customer reported 2 false positive results with the ID now covid-19 test for two patients performed on unknown date. This MFR. Report addresses patient two (2) of two (2). The customer reported false positive results with the ID now covid-19 test for performed on unknown date. Pcr confirmation testing was performed (platform: unknown) generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Event date is an approximation as the exact date was not reported. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use ¿ device discarded.